Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this report: d10, g4, g7, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization of an anterior communicating artery aneurysm, subarachnoid hemorrhage (sah), a concomitant microcatheter (sl10, stryker) was inserted and delivered to the lesion and coil embolization started. A 1mm x 4cm galaxy g3 mini coil (glm910040, l14125) became ¿stuck¿ on the sheath and it was not able to cross the y connector. It was attempted to be re-sheathed, but it was not able to. Therefore, it was replaced with another coil (competitive product) and the procedure was completed. The customer states there is no additional information available. Preliminary photos were provided. Based on the visual analysis of the pictures, the embolic coil was noted to being kinked. One non-sterile galaxy g3 mini 1mm x 4cm was received inside of a pouch. The device was visually inspected, and the introducer was found damaged and partially zipped, the dpu was found with several kinks and protruding from the introducer. Then a microscopic inspection was performed, the embolic coil was found kinked inside of the introducer, no other damages could be observed on the device. The marker band was found at 39cm approximately from the distal end and it was found within specification. A manufacturing record evaluation was performed for the finished device l14125 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil impeded-in introducer¿ was confirmed. This is supported by the embolic coil was found kinked inside of the introducer and the kinked condition contribute to an impediment, the coil was not able to move outside. The complaint reported by the customer ¿coil introducer zipping difficulty-rezipping¿ was confirmed since the introducer was found damaged and this condition does not allow to the zip of the introducer. The damages noted on the device appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the analysis or the mre suggest that the failure reported could be related to the manufacturing process. Impeded in introducer is a known potential issue associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU also instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being kinked, meeting regulatory reporting criteria. Procode: krd/hcg. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A manufacturing record evaluation was performed for the finished device l14125 number, and no non-conformances related to the reported complaint condition were identified. Based on the photo provided, it could be appreciated that the dpu has a kink and a protruded condition. The embolic coil was noted to being kinked. No other damages could be observed. A manufacturing record evaluation was performed for the finished device l14125 number, and no non-conformances related to the reported complaint condition were identified. The reported condition ¿coil introducer -zipping difficulty-rezipping¿ was confirmed since the dpu could be appreciate protruding from the introducer, also it could be noted a kinked condition and this may contribute to the failure. The reported condition ¿coil -impeded-in introducer" the embolic coil could be appreciate kinked as well as the dpu. These conditions may have contributed to an impediment and due to this the complaint was confirmed. The mre suggest that the failure reported by the costumer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed if the device returns for analysis.

Event description:
As reported by the field, during a coil embolization of an anterior communicating artery aneurysm, subarachnoid hemorrhage (sah). A concomitant microcatheter (sl10, stryker) was inserted and delivered to the lesion and coil embolization started. A 1mm x 4cm galaxy g3 mini coil (glm910040, l14125) became ¿stuck¿ on the sheath and it was not able to cross the y connector. It was attempted to be re-sheathed, but it was not able to. Therefore, it was replaced with another coil (competitive product) and the procedure was completed. The customer states there is no additional information available. Preliminary photos were provided. Based on the visual analysis of the pictures, the embolic coil was noted to being kinked.